Event description:
A loss of capture and low r-waves were observed. X-ray revealed lead dislodgement. The patient experienced a pneumothorax during an attempt to reposition the lead. The decision was made to explant the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.